Manufacturer narrative:
The evaluation revealed the lag screw to be the primary product. An investigation of the product itself was not possible because it was in the possession of the patient. As no item was returned function and dimension could not be checked. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. Contraindications, warnings and precautions and potential adverse effects are pointed out in the IFU; the operation technique(s) are presented in the appropriate operation technique. The rmf considers that a revision surgery due to cut out or medialization is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primly the respective surgical technique. In the case of a cut out an extensive damage of the hip joint would result which has to be treated with arthroplasty. The basics of the gamma-system (shown in below sketch) are the interaction of nail set including a set screw and lag screw in the proximal area. The intention is to allow the fracture site to subside (if the fracture gap is too big) in order to support bone union. This requires motion in a relative rigid construction and is solved by lateralization of the lag screw. The set screw ¿ as part of the nail kit - is designed to fit into one of the four grooves of the shaft of the lag screw with ascending shapes at both medial and lateral. This prevents both rotation and complete migration of the lag screw but allows sliding in a limited and defined range. In case of a cut-out the femur neck slips over the lag screw ¿ in most of the cases due to torsional displacement and / or poor bone substances. In this case follow-up had already indicated that the femur head was tending to move over the lag screw. After approx. 3, 5 months cutout had finally occurred. Poor bone substance was confirmed by the treating surgeon. Thus, the patient¿s condition had contributed to the event. Based on the given information a deficiency of the lag screw could not be verified

Event description:
Patient sustained a right femoral neck fracture that was treated (B)(6) 2016. Surgery was completed successfully. Implants noted to be in good position. Upon follow-up examination some months later it was noted that the lag screw was migrating superiorly in the femoral head. Upon further follow up it was noted that the lag screw cut out of the femoral head. He was scheduled for revision surgery for a total hip replacement. That was done on (B)(6). The operation was completed successfully. The surgeon noted that the femoral head bone was of very poor quality.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Patient requested the hardware.

Event description:
Patient sustained a right femoral neck fracture that was treated (B)(6) 2016. Surgery was completed successfully. Implants noted to be in good position. Upon follow-up examination some months later it was noted that the lag screw was migrating superiorly in the femoral head. Upon further follow up it was noted that the lag screw cut out of the femoral head. He was scheduled for revision surgery for a total hip replacement. That was done on (B)(6). The operation was completed successfully. The surgeon noted that the femoral head bone was of very poor quality.